Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not perform any movements. Analysis of the system log file showed error ¿geometry (movements) does not work anymore¿. During troubleshooting, the fse found that the issue was due to table base connection box card. The fse replaced the table base connection box card. After replacement of the table base connection box, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the table base connection box was functional, and mode of failure could not be found. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. These include: - the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. - the azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. - the azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. For example, the c-arm projection can be changed to compensate for a tilted or cradled tabletop. The patient can be positioned feet first on the table in a floor mounted stand configuration if lower body imaging is needed. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. If cardio-pulmonary resuscitation (CPR) the staff could elevate themselves if the current table height was too high to perform adequate chest compressions. Therefore, the loss of motorized movement of the stand/c-arc/table is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that it does not perform any movement. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geo io box and the suite pc which returned the device to expected functionality.